Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Reportedly, the customer felt that the connection became undone due to cartridge lock connection being different. There was no adverse impact to the customer's blood glucose level. No further information was provided.